Manufacturer narrative:
Investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that when placing the infusion cannula in the pt's eye for a vitrectomy procedure, the green luer was loose and the auto stopcock was detached. They reconnected the green luer and auto stopcock, but it was still loose. The problem was solved after replacing the product with another one. There was no harm to the pt.